Event description:
A customer observed negatively biased phbr results on the vitros 5,1 analyzer. Biased results were not released. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Note: the 3500a forms for MFR. Report # 1319681-2008-00144 and 1319681-2008-00145 are identical with the exception of the specific serial# and mfg date.

Manufacturer narrative:
Investigation into this event concludes that the instrument and reagent were performing as expected. The historical calibration and sample handling could not be ruled out as potential contributors to the event. The root cause of the event is unknown.